Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent out of signal range could not be confirmed. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of intermittent out of range. A definitive root cause, however, could not be determined. The device has also been received for evaluation. A follow-up report will be submitted once the evaluation is complete.